Manufacturer narrative:
Additional information: additional information received indicated that the lens was removed from the eye on (B)(6) 2020 and that there were no problems with the patient''s visual acuity. The replaced lens used was of the same model. The following fields were updated accordingly: section d7: if explanted; give date: (B)(6) 2020 . Section h6: patient code: 3191 - explant section d10. Device available for evaluation? Yes; returned to manufacturer on: 11/11/2020 section h3. Device returned to manufacturer? Yes. Device evaluation: the sample was received for evaluation. The device was visually inspected using microscope magnification. The plunger component was observed in advanced position and locked as expected. One detached haptic was observed stuck and override at the iol cavity into the preloaded device. The rest of the lens was not observed in the device. No residue of lubricant was observed in the cartridge. No defects at the cartridge component, plunger, rod, upper/lower bodies, that could impair functionality in the device were observed. The reported issue was verified. However, based on the evidence observed a product quality deficiency was not identified. The unit was handled and used. There is no evidence to suggest that the complaint unit has been affected by the manufacturing process. Manufacturing record review: the manufacturing process record was evaluated, and no deviation or nonconformance was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no additional complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Sex/gender: unknown/ not provided. Date of event: unknown, not provided. If implanted; give date: unknown/ not provided. If explanted, give date: not applicable, the lens remains implanted to date. Phone number: (B)(6). PMA/510(k) #: this report is being filed on an international device; tecnis opti-blue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00, which is distributed in the unites states under PMA (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was tilted in the eye the day after the implantation. It was noted that with careful observation, one of the haptics was found to be detached in the eye. It was indicated that removal of the iol will be conducted on (B)(6) 2020. No further information was provided.